Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her daughter was admitted in intensive care unit due to high blood glucose in the range of 400mg/dl as well as diabetic ketoacidosis on (B)(6) ,2018. And released from hospital on (B)(6) 2018. Customer¿s current blood glucose was in the range of 200mg/dl and 300mg/dl. Customer was wearing insulin pump at time of hospitalization. Insulin pump will not be return for analysis.